Event description:
It was reported that this right ventricular (rv) lead was found to have dislodged after the patient fell. This lead also exhibited high pacing threshold and had caused the patient to experience muscle stimulation. Subsequently, the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the allegations against the lead was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection test that showed no conductor fractures.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was found to have dislodged after the patient fell. This lead also exhibited high pacing threshold and had caused the patient to experience muscle stimulation. Subsequently, the lead was explanted. No additional adverse patient effects were reported.